Event description:
The report was received from the affiliate regarding a patient enrolled in a pms study. During an interventional procedure for carotid stent placement, the patient experienced a drop in blood pressure/ hypotension. Ephedrine hydrochloride was administered for treatment and the patient's blood pressure normalized that day. A precise 9 x 40 mm stent and a six mm angioguard embolic protection device were in place at the time of the event. The patient had no neurological symptoms and was discharged from the hospital one week after the procedure. Debris was found in the angioguard's basket after removal from the patient. According to the physician, this adverse event (ae) was more than likely due to carotid sinus reflex.

Manufacturer narrative:
The procedure was an elective case. The indication for the procedure was a previous tia. The target lesion was the right internal carotid artery. The lesion was reported to be: 1.9 mm diameter, 18 mm length, heavily calcified, tortuous and a 76% stenosis. The lesion was pre-dilated with a 3.5 mm balloon at 6 atm. The precise stent was post-dilated as part of routine protocol. There was no reported product problem with either device. Both devices were inspected prior to use and appeared to be normal. Both devices were prepped properly according to the instructions for use (IFU). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of products used during the same procedure. Please reference MFR. Report # 1016427-2009-00094.